Event description:
Reportedly, the device would not pace the pt, based upon a lack of expected pt muscular reaction to pacer output. A nurse who was witness to the event expressed to the local factory service rep that the device was working appropriately at the time of the physician's allegation of malfunction. The device remained in use and on the following day was observed to pace another pt without fault.